Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not returned at the time of MDR submission. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that during the surgery performed by the hospital for the patient, an endoscopic camera system was used to assist with endoscopic examination and treatment. On (B)(6) 2026, medical staff found that the screen flickered several times and then displayed no image. No negative impact in state of health reported.